Event description:
On november 11, 1998, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: plaintiff alleges to have developed a rash as a result of using latex gloves in her line of employment, and upon medical advice stopped using latex gloves as a result of her allergic reaction. Plaintiff further alleges that she sustained personal injuries, which left her sick, sore, lame and disabled, and she was permanently injured and prohibited from attending to her usual occupation and normal social activities.